Event description:
In (B)(6) 2009, a double valve procedure was performed where a 33 mm sjm epic valve was implanted in the mitral position and a 25 mm sjm epic valve implanted in the aortic position. Later, the patient presented with shortness of breath. Echocardiography showed a prolapsed cusp on the mitral valve with severe mitral regurgitation. The mitral valve was explanted and a torn cusp was noted at the time of explant.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).